Event description:
It was reported that a leak requiring intervention occurred. On (B)(6) 2025, a 40mm watchman flx pro laa closure was implanted. The patient was discharged. A one-millimeter leak was noted at a one year follow up appointment. On (B)(6) 2026, a non-bsc device was used to try to close the leak. After a lasso-like attempt a pericardial effusion was reported in the right ventricle. The fluid was drained and the procedure was discontinued after multiple attempts to close the leak. It was noted the leak was not visible on intracardiac echo (ice) imaging on the day of the revision attempt. There were no further complications reported.